Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer reported that they did not heard beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.